Event description:
It was reported during infusion that the patient reported that the pump generated a "key pressed - please release" alarm. The pump was powered off at end of call. Could not clear alarm despite removing batteries to do a hard reset. Upon power up the alarm immediately returned. The programmed rate 2 ml per hour and remaining volume was 88.9 ml. The volume given was 3.5 ml. There was patient involvement, but no patient harm or adverse effects were reported. The pump was reported to be under delivery and the alarm occurred during active infusion therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.